Manufacturer narrative:
The patient was on klexan low molecular height heparin. The physician switched the patient's left vad to a dual drive console with no support for the right side/right vad and to list the patient for emergency transplant. The patient received a transplant at 9 pm the same day. All during the next day, the patient was stable without inotrope. A supplemental report will be submitted when the manufacturers investigation is completed. No further information is available at this time.

Event description:
The patient was implanted with a bi-ventircular assist device (bivad). It was reported by the intensivist that the patient was in ICU and the driver alarmed for high right vad pressure and the right vad stopped. The left vad continued to function with no issues. Even though the right vad stopped, the patient was fine as the physician felt the right heart had recovered. The physician decided to disconnect the right vad from pneumatic actuation/driver to avoid a restart of the vad pumping on the right side since the vad had been stopped for more than 5 to 10 minutes, as hand pumping was not initiated per device labeling when the incident occurred. The patient was on klexan (low molecular height heparin). The physician switched the patient's left vad to a dual drive console with no support for the right side/right vad and to list the patient for emergency transplant. The patient received a transplant at 9:00 pm the same day. All during the next day, the patient was stable without inotrope. The hospital will return the driver for analysis.